Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unexpected change cartridge alert occurred. Reportedly, the user's blood glucose (bg) level was 302 mg/dl to 400 mg/dl and the user believes the elevated bg level was due to this event. The user addressed bg with a manual injection. Review of pump data with tandem's technical support confirmed that the alert was unexpected.